Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that 5 days after the device was initially implanted, the patient had the system removed as one of the electrodes had floated over a cyst in the patient¿s spinal cord and had stopped the patient¿s bladder from working. It was noted that the system was replaced in ¿(B)(6).¿